Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was damaged and could not charge pump battery. Customer's blood glucose was within range. Customer used another cable to resolve the issue.